Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided. The device history record of batch number 74c1800311 that belongs to catalog number 3230 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation and determine the source of alleged defect reported, it is necessary to evaluate the sample involved in this complaint. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "oxygen does not leave the cannula". Alleged issue reported found during functional testing prior to use on a patient. It was reported there was no patient involvement.